Event description:
It was reported the customer had a no delivery alarm on their insulin pump. The customer's blood glucose was 111 mg/dl. It was found the customer has had no delivery alarms before and the issue was resolved by an infusion set change. The customer also stated they did not try different cannula lengths to resolve their no delivery alarm. Customer stated they have not tried all remedies for their no delivery alarms. The customer was advised to try the suggested remedies to prevent recurring no delivery alarms. Advised the customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.